Event description:
A malfunction alarm occurred with the pump during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in properly loading a new cartridge, allowing them to resume insulin therapy successfully.